Event description:
Additional report received indicated patent underwent surgical intervention where the ipg was replaced, and therapy was restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. During processing of this incident, attempts were made to obtain complete patient information ( weight ). Further information was requested but not received.

Event description:
It was reported that, following an unrelated surgery where the ipg was not placed in surgery mode, the ipg was unable to communicate with external devices. Ipg inoperable. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.